Event description:
The consumer reported false negative result using binaxnow covid-19 antigen self test performed on an (B)(6) 2022 with a nasal swab. An ihealth test was performed on pcr testing was performed the same day at a healthcare facility and generating a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 175146 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 175146 and device part number 195-430wl / lot 172116. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.